Event description:
A medical assistant carried a partially filled nitrospray regular plus 16oz capacity unit from the hosp bldg across the st. (Where they fill the canister) back to her office. She said the unit was hissing the entire time she carried it. I explained that it is normal for the pressure relief valve to relieve the excess pressure that builds up when the liquid nitrogen is agitated or shaken. She said she handed the unit to another medical assistant upon her return to the office. During the exchange the gas escaped under the cap burning the other medical assistant's right ring finger and pinky finger as she placed her hand around the cap and bottle. The medical assistant who was burned said she was not wearing protective gloves at the time of the incident. Therefore, there was no protection from the liquid nitrogen gas contributing to the 2nd degree burn. The med. Assistant was treated by a physician at an urgent care facility for the 2nd degree burn. The med. Assistant had a follow-up visit with her doctor 19 days later. She said the burns were healing and her hand was no longer bandaged.